Event description:
This rv lead was explanted due to high impedance after patient was admitted to hospital with cardiogenic shock. Entire system was explanted and replaced with a s-ICD system due to patient has advanced heart failure despite rhythm maintenance with three ablations between (B)(6) 2022 and (B)(6) 2023 and is possible candidate for heart transplant. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 46.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 27.5 cm proximal to the lead tip and the conductor cable leading to the rv shock coil fractured 25.5 cm proximal to the lead tip. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.